Manufacturer narrative:
Pr (B)(4). A follow up submission will be done upon completion of carefusion's investigation or additional information becomes available.

Event description:
Patient was connected to an underwater sealed drain using pleurx lockable drainage line on the afternoon shift, at 10 pm the patient was found by a nurse with the draining tubing separated from the lockable drain which connects to the patient's pleurx drain. They are unsure if the tubing got caught and was pulled and disconnected. They subsequently got another drainage line to test how easy it was to pull the tubing from the connecter and it did not require a lot of force. (B)(6) 2018: clarification of complaint: it was the lockable drainage line, the actual tubing which disconnected from the connector which connects to the patient side of the pleurx catheter. It had nothing to do with the insertion procedure. No harm, but exposure to pleural fluid.

Manufacturer narrative:
(B)(4). Our quality engineers received one companion sample from lot 0001163593 in its original opened packaging. During visual evaluation, the engineer observed the luer lock was disconnected from the tubing, therefore, failure mode could be confirmed. An internal review of the history files was completed for the reported lot number confirming procedural and functional requirements needed for the product to be released were met. The engineer has concluded the most probable root cause of reported failure could be manufacturing process or method not followed appropriately, work instruction explicitly describes the correct way of performing drainage lines-to-bottle connections. Bd has taken preventative actions by alerting applicable manufacturing personnel of this reported failure, via awareness training. The failure mode will be entered into the complaint management system to be tracked / trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
Patient was connected to an underwater sealed drain using pleurx lockable drainage line on the afternoon shift, at 10pm the patient was found by a nurse with the draining tubing separated from the lockable drain which connects to the patient's pleurx drain. They are unsure if the tubing got caught and was pulled and disconnected. They subsequently got another drainage line to test how easy it was to pull the tubing from the connecter and it did not require a lot of force. 13sept2018: clarification of complaint: it was the lockable drainage line, the actual tubing which disconnected from the connector which connects to the patient side of the pleurx catheter. It had nothing to do with the insertion procedure. No harm, but exposure to pleural fluid.